Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (unknown); product type: ; implant date n/a; explant date n/a g2. Citation: authors: liang, k., wang, b., zhao, l., cao, y., jiang, l., liu, q., liu, s., shi, h., <(>&<)> jia, z.. Management of posterior circulation tandem occlusions in acute ischemic stroke: recanalize the dominant vertebral artery with priority.. Interventional neuroradiology¿: journal of peritherapeutic 29(5), 570¿576 2023. Doi:10.1177/15910199221111710 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of cerebral infarction and death in association with rebar catheter used in a thrombectomy. The article discusses the endovascular treatment of acute vertebrobasilar artery tandem occlusions through the occluded dominant vertebral artery. The study reports successful recanalization and functional independence in 55.5% of patients, with no technical compl ications encountered during the procedures. This study provides valuable insights into the treatment approach for posterior circulation tandem occlusions in acute ischemic stroke. The article does not state any technical issues during use of the rebar catheter. The following intra- or post-procedural outcomes were noted: cerebral infarction in two patients death in 11.1 %